Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) lower screen, the upper screen flex cable, and downloaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during testing, the ventilator graphic user interface (gui) lower screen generated an erratic display. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.